Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided, as the part and lot number required to review the device history records was not provided. Provided information states the product is not suspected of failing to meet specification, and the original surgery was between twelve to fourteen years ago. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional information be received, the investigation will be reopened.

Event description:
The patient was revised because of poly wear.